Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a safety needle. The customer reports, after extending the safety shield, the safety shield retracted and the nurse was stuck with a contaminated needle. The locking technique for the safety shield is to extend the safety shield, and then twist to lock in place. The safety shield had been extended but not twisted to lock in place. The customer reports the nurse was seen at the employee health where baseline testing was conducted. The customer reported no further tests were needed.

Manufacturer narrative:
(B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.